Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause an air leak as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was air bubble in the blood within a tube or gas syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse was collecting arterial blood samples for the patient, he found that there was an air leak at the joint of the syringe stopper which caused air to enter the blood sample. The blood was layered and the samples were unqualified. Did not cause harm to the patient."